Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received an auto off alarm. The customer's blood glucose was over 600 mg/dl. Customer's daughter stated the customer had changed her infusion set and insulin and the blood glucose would not lower. Troubleshooting found the drive support cap appeared to be normal. Insulin was also able to exit from tubing. The customer also reported that there was no leak on the insulin pump. The customer's blood glucose declined to 575 mg/dl at the end of the call. No add'l info provided.